Event description:
It was reported that during a case, a handset was opened and the nurse was unable to turn the handset to the lock position. The handset connector was locked up. The doctor proceeded with the case without the use of vessajet ii.